Manufacturer narrative:
Evaluation summary: pentax malaysia penang has done the ccd image check:-troubleshooting with a testing board and verify the image and its confirm ccd defective. Below spare parts were replaced: d994-u4085-2 ccd module w/pcb assy pal 1; d993-aa011 air/water tube 2; d997-u4050 operation channel 1; d993-aa021 balloon feeder/return tube 2; d993-u4061 light guide cable 1; d997-sa088 bending rubber 1; c384-sh021 caution label 1; mx00-s2591 x-ring(1.8x19.6) gray 1; d238-sa023 distal attaching plate 3; d029-sa038 distal/segment assy attaching screw 3; d016-sa077 segment assy attaching screw 3. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Model eg38-j10ut-us is available in the USA with a 510k number k200090.

Event description:
Endo image has mutil line show up and the image a bit blur. This event occurred at the time of before use. There was no report of patient harm.